Manufacturer narrative:
H3. Analysis of the lead (s/n: (B)(6) found the shipping tube from the lead packaging was malformed (new out of the box). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300533, serial# (B)(6), product type: lead; product ID: b3300533, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: (B)(6) ubd: 12-apr-2026, UDI#: (B)(4); product ID: b3300533, serial/lot #: (B)(6) ubd: 12-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a manufacturing issue. Both leads were stuck in the case when opening on instrument table in the operating room. Second lead was possible to get out of case and surgeon took it for implant because no further lead was available. Microelectrode recording was already finished and head was prepared for implanting the electrodes. Head nurse tried to get the lead out with care. The first lead will be returned for analysis. No symptoms reported. The issue was reported to be resolved.